Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake system was worn and replaced all casters and the stiffener plate to repair the bed.